Event description:
The complainant had placed an impella cp for support of a high risk for percutaneous coronary intervention 61-year-old male patient. The case was completed and the sheath was removed. However, during removal the perclose had failed and a hematoma developed. The hematoma was treated by femostop placement and contralateral leg ballooning to achieve hemostasis. The patient's outcome at explant was noted as survived.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. The investigation into the reported access site bleeding - major has been completed. The root cause of the access site bleeding was most likely due to use issue since the perclose close broke and failed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿